Event description:
It was reported that the device was used during a right hemicolectomy procedure. Eight days postoperatively, an exploratory laparotomy was necessary to treat an intra-abdominal abscess, and repair an anastomotic leak. An ileostomy and placement of a central line were performed. It is unknown how the device contributed to this event.